Event description:
Have developed horrible symptoms since I got them in including asthma, dizziness, fainting, random nausea, get exhausted and out of breathe easily, pain near implant areas and much more. Mentor memory gel silicone breast implants.